Manufacturer narrative:
Follow-up # 1 date of submission 10/19/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed multiple pump reboots as well as pump reboots following a replace battery alarm. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump; the battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump case was removed, and no evidence of moisture or loose components found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.